Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming. Additional information was requested but was not available.